Manufacturer narrative:
The customer¿s report of bulge in the silicone segment was confirmed; as the pumps and/or event logs were not received for investigation, the report of occlusion alarms (most likely caused by the bulge in the silicone segment) was not confirmed. Upon visual inspection, a bulge in the silicone segment was noted at the top of the silicone segment near the upper fitment. The tubing¿s wall width was measured and found to be concentric, and within specification. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
It was reported that during an unspecified infusion, the device alarmed for occlusion alarms; upon opening the module door a bulge was noticed in the silicone segment. There was no report of patient harm. Although requested there were no further event details received from the customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided. Concomitant medical products: one used non bd secondary set attached to one used 250 ml baxter bag, ndc (B)(4), lot y288985, exp may20, 0.9% sodium chloride injection.

Event description:
The customer reported that during an unspecified infusion, the device alarmed for occlusion alarms, upon opening the module door a bulge was noticed in the silicone segment. There was no report of patient harm.